Manufacturer narrative:
The customer provided information that a proactive procedure has been implemented to verify unexpected results prior to reporting results out of the laboratory thereby preventing potential risk to patient safety. The procedure is to repeat any first time accutni specimen that is greater than 0.5 ng/ml. The samples are not re-spun prior to re-testing since the lab is manually handling and spinning all accutni samples. The instrument is currently performing within qc specifications. Service was not dispatched for this event. A definitive root cause for this event has not been determined.

Event description:
A customer was contacted by beckman coulter, inc (bci) via accutni consumer contact program and reported some occurrences of non-reproducible false positive troponin (accutni) results generated by access 2 immunoassay system. The results were not reported out of the laboratory. The customer did not report effect to patient or user attributed or connected to this event.